Event description:
Hemodialysis charge nurse reported that a patient coded on the device and the patient was taken to hospital for intervention. The hemodialysis treatment initiation was uneventful. Machine passed all tests. Patient was alert and denied complaints. Bp was 120/60 and pulse 68. Approximately 45 minutes alter bp was 107/59, pulse was 147, and heart rate remained high through the rest of the treatment. Patient denied chest pain but stated that he felt different. He was given 500 ml saline and uf was turned off. Just prior to terminating treatment, patient was noted to be gasping to air, blood pressure was low, and patient was unresponsive. Blood was returned, CPR initiate, and patient was taken to the hospital via paramedics. Patient was observed to responsive in the ambulance prior to transport. There were no reported alarms and no blood loss during the treatment.

Manufacturer narrative:
Treatment sheets and medical records from the clinic were reviewed. The event appears to be related to the patient's underlying medical conditions including coronary artery disease. There was no evidence of device malfunction. The fresenius regional equipment specialist (res) evaluation of the machine on (B)(6) 2012 passed all checks. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.